Event description:
Per the event description (B)(4): "the pt had just undergone a catheterization for the revascularization of a peripheral vessel in the lower left extremity. There were no complications during the procedure. During sheath removal in the holding area. It was noted that the sheath had fractured and the wire had begun to unravel. Part of the wire was attached to the proximal end of the sheath and partly attached to the mid position of the sheath, which was retained in the body. The event was recognized immediately, abdominal CT performed and pt returned to the cath lab for removal of the retained sheath and wire. A small portion of the wire was not retrievable and was secured intravascularity by a stent in the lower left extremity."

Manufacturer narrative:
(B)(4): results, conclusions - is based upon eval of user facility info and device photographs; is based upon eval of reserve samples. The involved device was retained by the user facility. However, photographs of the involved device were able to be obtained. The investigation was based upon eval of user facility info, photographs of the involved device and reserve samples. Visual examination of photographs of the involved device confirmed that the sheath had been stretched by a pulling force until the distal portion eventually became separated. Review of quality records and testing of retained samples from the reported lot, the previous lot and the subsequent lot confirmed the following: this lot number has not been previously reported; there is no indication of a potentially related incoming raw material or production issue; there are no defects or anomalies in the retained samples from any of the tested lots including dilator tip extension and sheath tip ID; and performance testing confirmed that the samples from all of the tested lots met product specs. Although the cause of the reported event cannot be definitely determined based upon the available info, the event description and appearance of the involved device in the photographs are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions for use." Advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u. (B)(4).